Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The guide wire was found stretched stuck inside the iab lumen. The one-way valve was also returned. The guide wire was able to be removed from the iab lumen and dried blood was observed on the wire. The returned guide wire could not be used for testing. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. We were unable to duplicate the reported failure. However based on the returned condition of the guide wire we can confirm the reported problem. We are unable to determine how this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that the guidewire could not be inserted through the intra-aortic balloon (iab). A new iab was then used and inserted successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).